Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was admitted to the hospital for an issue unrelated to dexcom. While in the emergency room (ER), her blood glucose level was checked. The blood glucose reading was 500 mg/dl. While the cgm reading was low. The patient experienced feeling unwell, and was given treatment, but could not provide what specific treatment was received. The patient declined to provide any further information regarding the hospitalization. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.